Event description:
It was reported that during an esophagectomy procedure using the device, about thirty minutes into the procedure the generator showed an instrument error. They have changed the hand piece. The instrument still can't be used. No patient consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the hand activations contacts bent and with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, evidence of contact with metal c staples in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for tighten assembly. The device was connected to a test handpiece with difficulty. During mechanical testing, the rotation knob not rotate freely and an instrument error was displayed. A probable cause of the device stop activating and display an instrument error is blade damage. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display instrument errors or activation issues. To avoid damaging the contacts, assemble the device vertically. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.